Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after two successful fires on the cystic artery, the third clip fell out of the jaws prior to firing the device. The third clip was then removed from the patient as was the device. Upon inspection on the back table, the clips were not aligning flush with the instrument jaws. The instrument was fired on the back table several times and the clip easily fell out each time after being reloaded. There were no patient consequences. Case completed with a new device from a different vendor.

Manufacturer narrative:
(B)(4). The analysis result showed that the instrument was received empty and with the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No functional test could be performed due to the returned condition of the device. No incident related to the reported event was observed during the batch record review.